Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), product type lead. Date of event was reported as a couple of months ago (2016). See manufacturer¿s report # 3007566237-2017-00584 for the patient¿s other device issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported that one of the patient¿s implantable neurostimulators (ins) began ¿not working right¿ and that ¿some of the electrodes aren¿t working on the right side¿. In addition, the patient stated that it took forever to charge. X-rays were taken (results not provided) and the patient was to have a cat scan to check their spine. The patient also had trouble with their hands.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.